Event description:
Journal reference: 'vidailhet et al. "Bilateral, pallidal, deep-brain stimulation in primary generalized dystonia: a prospective 3 year follow-up study" lancet neurology/2007/6/3/223-229. The article describes the results of a prospective 3 year follow-up study involving 22 pts being treated with bilateral pallidal deep brain stimulation (dbs) for symptoms related to primary generalized dystonia. The objective of the study was to asses the long term effect of pallidal stimulation. A number of complications were included in the results. A female pt (10) experienced worsening of speech difficulties and tonic postures of the affected limb required a reduction and subsequently the interruption of stimulation from one lead at 26 months post-implant. Therapy continued to be effective with the remaining lead.